Event description:
A customer had a problem with 1cc safety syringe. The customer reports "rn had a needle stick from tb syringe used for glucometer check (contaminated needle stick)." The customer reports the safety cover on the syringe had been pulled down over the needle, however their left had bumped the cover over the needle and pushed it back exposing the needle on the syringe he was holinding in his right hand."